Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 390 mg/dl and later dropped into the 50 mg/dl range, after given insulin. The patient had a migraine headache, dehydrated and was vomiting. For treatment, the patient was given reglan, benadryl and 2 liters of fluids at the ER. The pod was worn between 4 and 24 hours on the hips/buttocks. The pod was discarded and the patient was discharged after 2 days.